Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys estradiol iii assay (estradiol) result for 1 patient sample tested on a cobas 6000 e 601 module. The initial estradiol result was 1300 pg/ml. Estradiol testing was repeated twice with results of 45.39 pg/ml and 44.34 pg/ml. The repeat results were from aliquoted samples in hitachi sample cups. The erroneous data was not released outside of the laboratory. There was no allegation of an adverse event. The estradiol reagent lot was 28459201 with an expiration date of 31-oct-2018. The temperature in the laboratory was 22.4 degrees celsius with a humidity of 57%. The investigation is currently ongoing.

Manufacturer narrative:
The provided calibration data was inconspicuous. The provided qc data shows 2 measurements for each control of which one failed. The provided alarm trace indicates a pre-analytic issue. A general instrument or reagent problem was not identified. The investigation was unable to find a definitive root cause.